Event description:
It was reported that the device did not work. No reported pt consequence.

Manufacturer narrative:
Date sent: 06/13/2008. Eval summary: the hand piece was returned with a nose cone cracked and loose mount. It was tested on a generator and no error codes were noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were note during the mfg process.